Manufacturer narrative:
Lens was returned in a centrifuge vial. Visual inspection found clear residue and debris on lens surface. Lens is folded at the haptics and optic is twisted due to position in vial. No visible tears or scratches. Unable to further evaluate due to lens shape.

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+1.5/35 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced glare/haloes. On (B)(6) 2016 the lens was explanted. As the date of MDR submission, the lens has been returned, but not yet evaluated.